Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing infection at the midline incision site. The symptoms were high temperature and pus coming from his midline incision. The physician believed that the infection was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.